Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was identified that during a peripheral orbital atherectomy procedure, a perforation and type d dissection occurred. The events were identified by a third party vendor, core lab. Core lab reviewed all procedural angiograms as part of a csi clinical trial. The target lesion was located in the superficial femoral artery (sfa). The physician used a 7fr/45cm ansel introducer sheath, supracore guide wire and an amplatz guide wire to access the lesion. The amplatz guide wire was exchanged for a csi viperwire guide wire and a csi orbital atherectomy device (oad) was loaded onto it. The physician performed two runs at low speed, two runs at medium speed and two runs at high speed to treat the lesion. The oad was removed and the physician followed-up atherectomy with balloon angioplasty and stent deployment. No complications were noted during the procedure and the patient status remained stable throughout. Follow-up review by core lab identified a perforation and type d dissection; however, no complications were noted by the treating physician during the procedure. The core lab angiogram evaluation was reviewed by csi for potential adverse events on 29 april 2016.